Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 527772, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had migrated. The patient underwent a scs revision procedure and was doing well postoperatively. No further information has been obtained.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had migrated. The patient underwent a scs revision procedure and was doing well postoperatively. No further information has been obtained. Additional information was received that the patient also experienced inadequate stimulation. It was also noted that imaging was done to confirm the scs paddle lead migration. The implantable pulse generator (ipg) was electively replaced by the physician due to the in-depth nature of the procedure. The explanted devices were kept by the facility.